Manufacturer narrative:
THE EVENTS REPORTED IN DATA THROUGH THE STS/ACC TVT REGISTRY OCCURRED BETWEEN (B)(6) 2024, AND 10/22/2025 AND WERE RECEIVED BY EDWARDS LIFESCIENCES IN Q1, 2026. INFORMATION REPORTED THROUGH THE STS/ACC TVT REGISTRY SUGGESTS THAT THE EVOQUE SYSTEM MAY BE RELATED TO 114 ADVERSE EVENTS THAT WOULD BE CONSIDERED SERIOUS INJURY. THESE ADVERSE EVENTS INCLUDE: PERMANENT PACEMAKER, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, VASCULAR SURGERY OR INTERVENTION - UNPLANNED, ICD, READMISSION (VALVE RELATED), CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, PACEMAKER LEAD DISLODGEMENT OR DYSFUNCTION, VASCULAR COMPLICATION - MAJOR, DEVICE RELATED EVENT - OTHER, BLEEDING - OTHER, STROKE - UNDETERMINED, REINTERVENTION - TRICUSPID VALVE, AND TRANSIENT ISCHEMIC ATTACK (TIA). BASED ON THE LIMITED INFORMATION RECEIVED FROM THE REGISTRY, THE RELATIONSHIP BETWEEN THE REPORTED ADVERSE EVENT AND THE EVOQUE DEVICE COULD NOT BE DETERMINED. REGISTRY DATA IS SUBMITTED TO THE FDA VIA SUMMARY REPORTING IN ACCORDANCE WITH SUMMARY REPORTING EXEMPTION APPROVAL NUMBER RWD2600105. A COMPREHENSIVE INVESTIGATION COULD NOT BE PERFORMED AS THE DEVICE WAS NOT RETURNED TO THE MANUFACTURER FOR EVALUATION AND ADDITIONAL CLINICAL DETAILS WERE UNAVAILABLE. REVIEW OF THE AVAILABLE DATA DID NOT IDENTIFY EVIDENCE OF A PRODUCT QUALITY ISSUE RELATED TO DEVICE DESIGN, MANUFACTURE, OR LABELING. REVIEW OF CURRENT TRENDING AND SURVEILLANCE ASSESSMENTS DID NOT IDENTIFY ANY ADVERSE TRENDS, INCREASES IN OCCURRENCE RATES, OR ANY NEW OR ADDITIONAL RISKS.

Event description:
IT WAS REPORTED THROUGH THE STS/ACC TVT REGISTRY, THAT THE EVOQUE SYSTEM MAY BE RELATED TO 114 ADVERSE EVENTS THAT WOULD BE CONSIDERED SERIOUS INJURY. THESE ADVERSE EVENTS INCLUDE: PERMANENT PACEMAKER, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, VASCULAR SURGERY OR INTERVENTION - UNPLANNED, ICD, READMISSION (VALVE RELATED), CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, PACEMAKER LEAD DISLODGEMENT OR DYSFUNCTION, VASCULAR COMPLICATION - MAJOR, DEVICE RELATED EVENT - OTHER, BLEEDING - OTHER, STROKE - UNDETERMINED, REINTERVENTION - TRICUSPID VALVE, AND TRANSIENT ISCHEMIC ATTACK (TIA). THE REPORTED PATIENT AGES RANGED FROM 43 TO 94 YEARS AND INCLUDED BOTH MALE AND FEMALE PATIENTS.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;14322,6/9/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 06/05/2025 in a 73 year old male.On 06/09/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,73,Male,Unknown,6/5/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/1/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 06/25/2025 in a 60 year old male.On 07/01/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,60,Male,Unknown,6/25/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/15/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/13/2025 in a 75 year old female.On 08/15/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,75,Female,Unknown,8/13/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/6/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/04/2025 in a 92 year old female.On 08/06/2025,a Bleeding - Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,92,Female,Unknown,8/4/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/6/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/04/2025 in a 92 year old female.On 08/06/2025,a Bleeding - Hematoma at Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,92,Female,Unknown,8/4/2025,Unknown,1884,4614,3190,3038,4117;4119,213,22,N/A,0;14322,9/20/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/18/2025 in a 62 year old male.On 09/20/2025,a Bleeding - Hematoma at Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,62,Male,Unknown,9/18/2025,Unknown,1884,4614,3190,3038,4117;4119,213,22,N/A,0;14322,9/20/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/18/2025 in a 62 year old male.On 09/20/2025,a Bleeding - Retroperitoneal was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,62,Male,Unknown,9/18/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,9/21/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/18/2025 in a 62 year old male.On 09/21/2025,a Vascular Surgery or Intervention - Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,62,Male,Unknown,9/18/2025,Unknown,4441,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/15/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/13/2025 in a 43 year old female.On 08/15/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,43,Female,Unknown,8/13/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/6/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/09/2025 in a 86 year old male.On 08/06/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,86,Male,Unknown,7/9/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,11/22/2024,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 11/01/2024 in a 65 year old male.On 11/22/2024,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,65,Male,Unknown,11/1/2024,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/16/2024,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/10/2024 in a 85 year old female.On 09/16/2024,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,85,Female,Unknown,9/10/2024,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,11/14/2024,4/28/2026,2/6/2026,,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an Unknown was implanted on 11/01/2024 in a 82 year old male.On 11/14/2024,a ICD was reported and is considered a IN.The relationship of the in to the Unknown could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,82,Male,Unknown,11/1/2024,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,11/26/2024,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 11/19/2024 in a 76 year old female.On 11/26/2024,a Readmission (Valve Related) was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,11/19/2024,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,11/27/2024,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 11/19/2024 in a 76 year old female.On 11/27/2024,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,11/19/2024,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,5/23/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 11/06/2024 in a 86 year old female.On 05/23/2025,a Readmission (Valve Related) was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,86,Female,Unknown,11/6/2024,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/26/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/12/2025 in a 85 year old female.On 09/26/2025,a Readmission (Valve Related) was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,85,Female,Unknown,8/12/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/30/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/12/2025 in a 85 year old female.On 09/30/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,85,Female,Unknown,8/12/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/4/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/21/2025 in a 82 year old female.On 08/04/2025,a Readmission (Valve Related) was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,82,Female,Unknown,7/21/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/23/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/10/2025 in a 68 year old female.On 07/23/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,68,Female,Unknown,7/10/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/2/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/02/2025 in a 87 year old female.On 07/02/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,87,Female,Unknown,7/2/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/18/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/04/2025 in a 77 year old male.On 09/18/2025,a Readmission (Valve Related) was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,77,Male,Unknown,8/4/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/28/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/24/2025 in a 83 year old female.On 07/28/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,83,Female,Unknown,7/24/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/24/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/23/2025 in a 82 year old female.On 07/24/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,82,Female,Unknown,7/23/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/13/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/07/2025 in a 72 year old female.On 08/13/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,72,Female,Unknown,8/7/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/8/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 07/03/2025 in a 66 year old female.On 07/08/2025,a Bleeding - Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,66,Female,Unknown,7/3/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,7/16/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/10/2025 in a 84 year old female.On 07/16/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,84,Female,Unknown,7/10/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/16/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/10/2025 in a 84 year old female.On 07/16/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,84,Female,Unknown,7/10/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/16/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/16/2025 in a 90 year old male.On 07/16/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,90,Male,Unknown,7/16/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/16/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/16/2025 in a 90 year old male.On 07/16/2025,a Pacemaker Lead Dislodgement or Dysfunction was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,90,Male,Unknown,7/16/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/18/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/16/2025 in a 90 year old male.On 07/18/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,90,Male,Unknown,7/16/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/27/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/25/2025 in a 84 year old female.On 07/27/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,84,Female,Unknown,7/25/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/8/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/03/2025 in a 76 year old female.On 07/08/2025,a Readmission (Valve Related) was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,7/3/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/10/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/03/2025 in a 76 year old female.On 07/10/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,7/3/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/22/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 07/03/2025 in a 76 year old female.On 07/22/2025,a Vascular Surgery or Intervention - Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,7/3/2025,Unknown,4441,4614,3190,3038,4117;4119,213,22,N/A,0;14322,7/24/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 07/03/2025 in a 76 year old female.On 07/24/2025,a Vascular Surgery or Intervention - Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,7/3/2025,Unknown,4441,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/2/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 07/03/2025 in a 76 year old female.On 08/02/2025,a Vascular Surgery or Intervention - Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,7/3/2025,Unknown,4441,4614,3190,3038,4117;4119,213,22,N/A,0;14322,7/25/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/22/2025 in a 89 year old female.On 07/25/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,89,Female,Unknown,7/22/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/8/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/02/2025 in a 84 year old male.On 09/08/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,84,Male,Unknown,9/2/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/8/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/08/2025 in a 76 year old male.On 08/08/2025,a Bleeding - Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Male,Unknown,8/8/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/6/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/30/2025 in a 74 year old female.On 08/06/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,74,Female,Unknown,7/30/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/9/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/09/2025 in a 77 year old female.On 07/09/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,77,Female,Unknown,7/9/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/22/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/09/2025 in a 77 year old female.On 07/22/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,77,Female,Unknown,7/9/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/14/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/10/2025 in a 85 year old female.On 07/14/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,85,Female,Unknown,7/10/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/19/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 07/16/2025 in a 81 year old female.On 07/19/2025,a Bleeding - Retroperitoneal was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,81,Female,Unknown,7/16/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,7/19/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 07/16/2025 in a 81 year old female.On 07/19/2025,a Vascular Complication - Major was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,81,Female,Unknown,7/16/2025,Unknown,4441,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/4/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/04/2025 in a 91 year old female.On 08/04/2025,a Bleeding - Retroperitoneal was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,91,Female,Unknown,8/4/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/11/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/07/2025 in a 83 year old male.On 08/11/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,83,Male,Unknown,8/7/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/28/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/21/2025 in a 72 year old female.On 08/28/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,72,Female,Unknown,8/21/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/25/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/17/2025 in a 83 year old male.On 07/25/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,83,Male,Unknown,7/17/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/9/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/29/2025 in a 89 year old female.On 09/09/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,89,Female,Unknown,8/29/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/12/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/12/2025 in a 76 year old female.On 08/12/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,8/12/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/25/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/21/2025 in a 73 year old female.On 08/25/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,73,Female,Unknown,8/21/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/12/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/12/2025 in a 87 year old female.On 08/12/2025,a Bleeding - Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,87,Female,Unknown,8/12/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/12/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/12/2025 in a 87 year old female.On 08/12/2025,a Bleeding - Hematoma at Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,87,Female,Unknown,8/12/2025,Unknown,1884,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/14/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/12/2025 in a 87 year old female.On 08/14/2025,a Bleeding - Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,87,Female,Unknown,8/12/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/14/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/12/2025 in a 87 year old female.On 08/14/2025,a Bleeding - Retroperitoneal was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,87,Female,Unknown,8/12/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/22/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/12/2025 in a 87 year old female.On 08/22/2025,a Vascular Surgery or Intervention - Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,87,Female,Unknown,8/12/2025,Unknown,4441,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/8/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/04/2025 in a 54 year old male.On 08/08/2025,a Readmission (Valve Related) was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,54,Male,Unknown,8/4/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/16/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/11/2025 in a 82 year old female.On 09/16/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,82,Female,Unknown,9/11/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,10/22/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/11/2025 in a 82 year old female.On 10/22/2025,a Vascular Surgery or Intervention - Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,82,Female,Unknown,9/11/2025,Unknown,4441,4614,3190,3038,4117;4119,213,22,N/A,0;14322,7/2/2025,4/28/2026,2/6/2026,,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an Unknown was implanted on 07/02/2025 in a 76 year old female.On 07/02/2025,a Device Related Event - Other was reported and is considered a IN.The relationship of the in to the Unknown could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,7/2/2025,Unknown,4581,4614,3190,3038,4117;4119,213,22,N/A,0;14322,10/14/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/28/2025 in a 77 year old female.On 10/14/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,77,Female,Unknown,8/28/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/13/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/11/2025 in a 71 year old female.On 09/13/2025,a Bleeding - Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,71,Female,Unknown,9/11/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/6/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/06/2025 in a 78 year old male.On 08/06/2025,a Pacemaker Lead Dislodgement or Dysfunction was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,78,Male,Unknown,8/6/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/11/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/06/2025 in a 78 year old male.On 08/11/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,78,Male,Unknown,8/6/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/15/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/13/2025 in a 82 year old female.On 08/15/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,82,Female,Unknown,8/13/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/26/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/25/2025 in a 78 year old female.On 08/26/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,78,Female,Unknown,8/25/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/27/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/25/2025 in a 78 year old female.On 08/27/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,78,Female,Unknown,8/25/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/22/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/18/2025 in a 94 year old female.On 09/22/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,94,Female,Unknown,9/18/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/25/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/18/2025 in a 79 year old male.On 09/25/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,79,Male,Unknown,9/18/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/3/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 06/30/2025 in a 67 year old male.On 07/03/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,67,Male,Unknown,6/30/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/4/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/02/2025 in a 56 year old female.On 09/04/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,56,Female,Unknown,9/2/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/26/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/19/2025 in a 83 year old female.On 09/26/2025,a Bleeding - Other was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,83,Female,Unknown,9/19/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,9/26/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/19/2025 in a 83 year old female.On 09/26/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,83,Female,Unknown,9/19/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/18/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/18/2025 in a 72 year old female.On 09/18/2025,a Vascular Complication - Major was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,72,Female,Unknown,9/18/2025,Unknown,4441,4614,3190,3038,4117;4119,213,22,N/A,0;14322,9/29/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/18/2025 in a 72 year old female.On 09/29/2025,a Vascular Surgery or Intervention - Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,72,Female,Unknown,9/18/2025,Unknown,4441,4614,3190,3038,4117;4119,213,22,N/A,0;14322,9/16/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/10/2025 in a 78 year old female.On 09/16/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,78,Female,Unknown,9/10/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/28/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/25/2025 in a 78 year old female.On 07/28/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,78,Female,Unknown,7/25/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,6/27/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 06/23/2025 in a 78 year old female.On 06/27/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,78,Female,Unknown,6/23/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,6/27/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 06/23/2025 in a 78 year old female.On 06/27/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,78,Female,Unknown,6/23/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,6/16/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 06/11/2025 in a 80 year old female.On 06/16/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,80,Female,Unknown,6/11/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/9/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/04/2025 in a 76 year old female.On 09/09/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,9/4/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/24/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/04/2025 in a 76 year old female.On 09/24/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,9/4/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/1/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/16/2025 in a 86 year old male.On 08/01/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,86,Male,Unknown,7/16/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/16/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/14/2025 in a 73 year old female.On 08/16/2025,a Bleeding - Hematoma at Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,73,Female,Unknown,8/14/2025,Unknown,1884,4614,3190,3038,4117;4119,213,22,N/A,0;14322,8/27/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/26/2025 in a 77 year old female.On 08/27/2025,a Stroke - Undetermined was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,77,Female,Unknown,8/26/2025,Unknown,1770,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/12/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/07/2025 in a 64 year old female.On 08/12/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,64,Female,Unknown,8/7/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,6/30/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 06/30/2025 in a 77 year old female.On 06/30/2025,a Bleeding - Other was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,77,Female,Unknown,6/30/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,6/30/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 06/30/2025 in a 77 year old female.On 06/30/2025,a Reintervention - Tricuspid Valve was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,77,Female,Unknown,6/30/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/1/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 06/30/2025 in a 77 year old female.On 07/01/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,77,Female,Unknown,6/30/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/8/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/03/2025 in a 74 year old female.On 09/08/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,74,Female,Unknown,9/3/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/18/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/17/2025 in a 76 year old female.On 09/18/2025,a Bleeding - Hematoma at Access Site was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,9/17/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,10/20/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/17/2025 in a 76 year old female.On 10/20/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,9/17/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/26/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/21/2025 in a 82 year old female.On 08/26/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,82,Female,Unknown,8/21/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/24/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/16/2025 in a 84 year old female.On 09/24/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,84,Female,Unknown,9/16/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/19/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/15/2025 in a 43 year old male.On 09/19/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,43,Male,Unknown,9/15/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,2/26/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 02/26/2025 in a 84 year old male.On 02/26/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,84,Male,Unknown,2/26/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/27/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/06/2025 in a 87 year old male.On 08/27/2025,a Transient Ischemic Attack (TIA) was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,87,Male,Unknown,8/6/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/11/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/04/2025 in a 70 year old male.On 08/11/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,70,Male,Unknown,8/4/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/24/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/04/2025 in a 70 year old male.On 09/24/2025,a Reintervention - Tricuspid Valve was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,70,Male,Unknown,8/4/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,10/12/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/04/2025 in a 70 year old male.On 10/12/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,70,Male,Unknown,8/4/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/25/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/17/2025 in a 63 year old male.On 09/25/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,63,Male,Unknown,9/17/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/22/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/22/2025 in a 81 year old male.On 09/22/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,81,Male,Unknown,9/22/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/29/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/28/2025 in a 78 year old male.On 07/29/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,78,Male,Unknown,7/28/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/2/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 08/27/2025 in a 71 year old female.On 09/02/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,71,Female,Unknown,8/27/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/10/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 09/08/2025 in a 77 year old female.On 09/10/2025,a Bleeding - Retroperitoneal was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,77,Female,Unknown,9/8/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,9/10/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/08/2025 in a 76 year old female.On 09/10/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,9/8/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,10/3/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 09/24/2025 in a 83 year old female.On 10/03/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,83,Female,Unknown,9/24/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,7/23/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/21/2025 in a 82 year old female.On 07/23/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,82,Female,Unknown,7/21/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,8/17/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 08/13/2025 in a 76 year old female.On 08/17/2025,a Bleeding - Other was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,76,Female,Unknown,8/13/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,7/31/2025,4/28/2026,2/6/2026,EVOQUE Delivery system,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Delivery system was implanted on 07/28/2025 in a 75 year old female.On 07/31/2025,a Bleeding - Retroperitoneal was reported and is considered a IN.The relationship of the in to the EVOQUE Delivery system could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,75,Female,Unknown,7/28/2025,Unknown,1888,4614,3190,3038,4117;4119,213,22,N/A,0;14322,5/16/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 05/13/2025 in a 86 year old female.On 05/16/2025,a Permanent Pacemaker was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,86,Female,Unknown,5/13/2025,Unknown,4444,4614,3190,527,4117;4119,213,22,N/A,0;14322,9/3/2025,4/28/2026,2/6/2026,EVOQUE Valve,PERCUTANEOUSLY DELIVERED PROSTHESES AND TRICUSPID VALVES,Unknown,Unknown,Unknown,Unknown,Unknown,P230013,N/A,IN,"Edwards received notification through TVT Registry data that an EVOQUE Valve was implanted on 07/07/2025 in a 81 year old male.On 09/03/2025,a Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a IN.The relationship of the in to the EVOQUE Valve could not be determined based on the limited data received from the registry.","Based on the limited information received from the registry, the relationship between the reported adverse event and the EVOQUE device could not be determined. A comprehensive investigation could not be performed as the device was not returned to the manufacturer for evaluation and additional clinical details were unavailable. Review of the available data did not identify evidence of a product quality issue related to device design, manufacture, or labeling. Review of current trending and surveillance assessments did not identify any adverse trends, increases in occurrence rates, or any new or additional risks.",Unknown,81,Male,Unknown,7/7/2025,Unknown,4581,4614,3190,527,4117;4119,213,22,N/A,0;